Event description:
On (B)(6) 2025, the patient reported experiencing two occlusions, each requiring a full supply change. They now have only two cd 23" sets left until their next shipment. Occlusions caused blood glucose (bg) to rise to the 212 mg/dl. Agent verified address and arranged for replacement supplies to be sent. No reported symptoms experienced by the patient during the event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.